Manufacturer narrative:
(B)(4). Baxter requested that the device be returned for analysis; however, the customer declined to return the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the solution was too hot during peritoneal dialysis on the homechoice. The patient was connected to the device and completed therapy. The patient's nurse reported that the patient resolved the issue by adjusting the comfort control settings. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.